Event description:
The initial reporter received questionable crp and other assay results from an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter was able to provide one patient sample with questionable crp results: the initial result was 65.64 mg/l. The repeat result was 32.45 mg/l.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the cell detergent level and the rinse adjustments of the reagent and sample probes. He adjusted the sample probe to its proper position in the rinse station. He decontaminated all probes via syringes using an ion-selective electrode (ise) clean and deionized (di) water. He performed air purges and verified that the probes were correctly primed. He replaced the gear pump head and then verified its pressure. He verified the pressure of the main pump and replaced the top cover on the sample probe as it was only being held on via cable tie. He checked the frequency setting of all the ultrasonic mixers (usms) and performed detergent primes, photometer checks, and a cell blank with successful results. He verified that the rinse station's tubes were full and had no leaks or splits and that the correct tubes were routed properly. The customer performed qcs with acceptable results. The investigation determined the event was caused by the improperly adjusted sample probe adjustment at the rinse station and the low gear pump head pressure. The investigation determined the service actions resolved the issue.